Event description:
Alleged issue: during a c-section procedure the doctor could not suture with the pertinent visistat, because the staple edges did not close well. No pt injury reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. Correction action cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time since the device sample is not available. It is not possible to determine the source or the defect reported. Teleflex will continue to monitor and trend related complaints.